Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened and used enlite sensor and performed bicarbonate buffer test per specifications. Sensor failed per specifications, due to low readings.

Event description:
Customer reported that he is on day three on the sensor and the insulin pump alarmed calibration error. Customer's blood glucose was 230 mg/dl. Alerts were verified in the insulin pump's history. Sensor was inserted on (B)(6) 2014 on the right side of the abdomen. Alarm occurred while customer was sitting down and after initialization. Bad sensor alarm occurred after second calibration error. Customer stated that when he calibrated his blood glucose was high. Customer was advised to replace the sensor. No further information reported.